Event description:
On (B)(6) 2012, the dentist reported that 2 of the files separated from the handle while inside the pt's root canals. One file was able to be removed; there was not pt injury. One file could not be removed from a pt's root canal and had to be left inside the root canal and sealed off. There was no injury to the pt, per the dentist, at the time of this report. There was no additional treatment provided.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.